Event description:
Event description cpi received information that this bipolar tined lead (0010) was removed from service due to noise on the rate sensing electrocardiograms. The (0010) was replaced with another bipolar lead.